Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 20th april, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the junction of the arm with cover. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of b5: describe event and problem, h3: a device evaluated by manufacturer, h3: b device not eval provide code, h3: c if other provide code - explain, h6: medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5: describe event and problem: on 20th april,2023, getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the junction of the arm with cover. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Corrected b5: describe event and problem: on 20th april 2023, getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the junction of the arm with cover and oxidation occurred on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Previous h3: a device evaluated by manufacturer: no. Corrected h3: a device evaluated by manufacturer: yes. Previous h3: b device not eval provide code: other. Corrected h3: b device not eval provide code: n/a. Previous h3: c if other provide code - explain: device not returned to manufacturer. Corrected h3: c if other provide code - explain: n/a. Previous h6: medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Corrected h6: medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Material integrity problem/degraded/corroded/1131. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the junction of the arm with cover and oxidation occurred on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at manufacturer¿s, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals, mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 20th april, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the junction of the arm with cover and oxidation occurred on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.